Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room due to leg pain. The pulse generator could not be interrogated and the magnet rate was below elective replacement indicator. The device was explanted and replaced on (B)(6). The patient was fine post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.